Manufacturer narrative:
Internal complaint reference (B)(4). Literature: radiofrequency excision versus monopolar electrosurgical excision for tonsillectomy. Doi:10.1016/j.otohns.2005.02.013.

Event description:
It was reported that on literature review ¿radiofrequency excision versus monopolar electrosurgical excision for tonsillectomy ", after a tonsillectomy surgery using a evac-70 wand, the patient had a mild secondary hemorrhage. The bleed was stopped using a bovie under outpatient local anesthesia and the patient was admitted for observation after the bleeding had slopped. No blood transfusion was necessary and no recurrent hemorrhage was noted. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A complaint history review concluded this was a repeat issue. The data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.